Event description:
It was reported that during a lead revision procedure, an insulation anomaly was observed on the atrial lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis revealed that the outer insulation was abraded exposing the outer coil at 20.0 cm to 21.2 cm from the connector pin.